Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was starting a couple months ago pt started to have a hard time finding and recharging the implantable neurostimulator (ins). It took them forever to charge the ins that was in their leg, it took them like 4 hours and they did not get excellent connection. Pt say their doctor and then someone from manufacture said for pt to call to get a charging cord. Pt was hoping the doctor would move the ins closer to their skin or to get a non-rechargeable ins put in. Troubleshooting was unable to be performed as pt did not have equipment present on call. Pt said they will just call their doctor. The caller stated that they wanted to have the recharger replaced for the patient because the rep said the recharger should be replaced. The caller was not with the patient to attempt any troubleshooting. A replacement wireless recharger was sent out. No symptoms were reported.